Manufacturer narrative:
It is not known if the complaint product will be available for the investigation. A complaint investigation will be performed and a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Availability unknown.

Manufacturer narrative:
The viper uniplanar screw was not returned for evaluation. It was reported that it was unknown if the explanted screw would be available for evaluation. 57 days have passed without the receipt of the sample. A device history record (DHR) review could not be conducted as the lot number is unknown. A 12 month review of the complaint trend analysis for the viper uniplanar screw was conducted on the product code noted that there were no other complaints reported for this device suggesting that this is an isolated event. No corrective action is required as without a product sample we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and the products evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Manufacturer narrative:
Four mfg. Medwatch reports were filed for the four viper uniplanar screws that broke post operatively. Visual examination of the four viper uniplanar screw heads and three screw shanks that were returned found two screw shanks are broken off at the neck showing signs of extensive damage at the fracture site, most likely caused by the removal of the screw. The third screw shank seems to have been pulled through the base of the head. The fourth screw shank that was left inside the patient. Visual examination at the macroscopic level revealed that the samples broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. Striations indicative of fatigue are seen extending across each surface toward the potential fracture termination site. The fractured surfaces exhibit minor scratches and shiny areas indicative of two surfaces rubbing against one another post-fracture. No material defects or other abnormalities were observed in this analysis. Reviews of the device history records found no discrepancies. The products were released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the product code found no emerging trends. The root cause cannot be determined based on the provided complaint information or returned sample. However, fracture analysis found evidence of fatigue. No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the devices and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery was performed because of complaints from the patient regarding painful hardware. One broken screw head was identified on x-ray and the other three broken screw heads were discovered during the revision surgery. The heads of the four screws had broken off from their respective screw shanks. It is not known at this time if the removed portions of the screws will be available for evaluation. The following mfg medwatch reports are being filed for the four broken screws: mfg medwatch report no. 1526439-2014-11411, mfg medwatch report no. 1526439-2014-11412, mfg medwatch report no. 1526439-2014-11413, mfg medwatch report no. 1526439-2014-11414.